Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 indicating hardware low-level failures. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was able to clear the error and complete the rewind and also successfully completed fill cannula delivery test. The error table indicated that pump requires replacement and the pump error 63 occurred for the second time after troubleshooting. No harm requiring medical intervention was reported. Product return status for mmt-1885 is required. The customer will discontinue to use of the device.

Manufacturer narrative:
The pump passed, the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 63 alarms were noted. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 on 15-mar-2024 (variable #: 12) at 21:45:49.000, due to a possible hardware failure. Pump was cut open to perform visual inspection. And found dried insulin on the motor slide. The following were also noted, during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage. Pump error 63 was confirmed, in the pump history files and traces, due to a hardware failure. Problem isolated to the electronic assembly. Moisture damage was confirmed, found on the battery tube and dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.